Event description:
The user facility reported their synergy washer's rigid mis instrument racks were discolored. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris field service technician confirmed the user facility uses steris detergents such as prolystica ultra-concentrated 10x. Section 5: routine maintenance and replacement parts of the operator manual for the rigid mis instrument rack states, "accessory must be inspected regularly to help ensure no sediment has accumulated in spray header, rubber caps and silicone tubing," and "inspect rubber caps and silicone tubing. Replace if torn, discolored or damaged." Section 4.3: accessories for the reliance synergy washer/disinfector operator manual states, "note: the nature of the item to be processed can require additional actions such as dismantling for separate processing, manual precleaning of difficult surfaces, etc., prior to the item being processed in the washer/disinfector." Also in section 6.3: weekly cleaning, "note: it is the responsibility of the customer to perform the decontamination of their unit once per week, as instructed." The technician has offered the user facility in-service training on the proper use and operation of the washer and its accessories.